Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle bending during use, needle burred, foreign matter on needle and needle pain on lot # 9028861. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9028861. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of syringes 1.0ml 31ga 8mm ufii 10bag 500cs experienced foreign matter on device cannula/in fluid path. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no: 328418 batch no: 9028861. From phone call on 2020-04-30 13:58:05: consumer called back from voicemail that was left. Stated she found some needles on the pe with a "burr". Stated that under a magnifying glass it looks like piece of leftover metal that not's clearly cut. Stated because of the "burr" on the needle it is causing pain during injections. Stated some of the needles are also bending on the pe. Stated she has been finding ''burrs" on the needles for years. Stated she has been finding the bent needles for a year now. Samples discarded and date of event is unknown. Consumer did not have an alcohol swab complaint, she inquired on where to purchase them. Provided consumer with additional alcohol swab purchase information. Received from email: hello, I've been injecting insulin since 1977. For the last 10 years I been injecting insulin many times a day. For over a year the bd ultra fine needles bend during injection. Have not brought it up with my doctor, but when the needle bends over, I put the insulin into another syringe, therefore, using up my 90 day supply too quickly. The last thing I want to do is use a needle the size of a toothpick. And, many times I've encountered needles with have a burr. Another problem I'm having, I guess I've got stuck in my old ways, I can not locate the bd alcohol swabs, wipes. Maybe it's due to the coronavirus. Second e-mail sent by the customer on 04/29/2020: ouch !! Needles bend and / or have burr.